Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The insulin pump was received with a corroded motor home switch, a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer's wife reported via telephone call that the insulin pump had been exposed to pool water and then immediately went blank. She did not recall the blood glucose reading. The insulin pump had not been dropped or bumped and showed no signs of physical damage. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.